Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tiny piece of metal remains inside the patient's body. This may be a piece of the guide wire or a piece of the drill bit.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6), 2015 a scaphoid bone fracture operation took place. The surgeon inserted guide wire from a posterior part. While predrilling procedure using drill bit, guide wire broke inside the bone. The surgeon over drilled the bone to extract the guide wire but later x-ray photo showed a shadow which looked like a piece of metal. Reoperation to treat pseudoarthrosis might be needed because the screw is not fixed firmly. The operation was delayed for 30 minutes. This report is for an unknown screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.